Manufacturer narrative:
Internal file number: (B)(4). Result code 170 and conclusion code 23 were removed. A thorough investigation was performed through abbott vascular internal operating procedures and it was concluded that the root cause of the guide wire hydrophilic coating peeling is not a product quality issue with respective to manufacture, design or labeling. The investigation concluded that the peeling is potentially due to the circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 5.0x40mm armada 18, guide cath: 4f terumo. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 40mm long, occluded, non-calcified, de novo lesion in the mid superficial femoral artery. A command 18 guide wire was advanced to the lesion without resistance. An armada 18 percutaneous transluminal angioplasty (pta) catheter was then advanced over the guide wire to the target lesion without reported issue and was inflated once. After inflation, the pta catheter was removed without reported issue. The guide wire was then removed from the patient anatomy with mild resistance with the [guide] catheter, and it was noted that the guide wire hydrophilic coating was partially stripped. It was confirmed that the guide wire remained in one piece and that no part of the guide wire coating remained in the patient. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. A portion of the polymer was not returned with the device. The reported peeling was unable to be confirmed since the separated portion of the polymer was not returned. The reported difficulty to remove from a guiding catheter was not performed due to the condition of the wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the similar incident review, there is an indication of a lot specific product quality issue. The investigation determined the reported difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.